Event description:
A malfunction was reported where the pump failed to detect the cartridge. There was no adverse impact to the customer's blood glucose level. The customer decided not to return the pump, and no further action was taken by the distributor or technical support.